Event description:
During open procedure the surgeon felt the device went into cutting mode when it should have been in cauterization mode. Patient did sustain extra bleeding (approx 400mls) which the obgyn surgeon was able to locate and correct. The patient recovered and was discharged home in stable condition. Patient appears to be recovering fine. Physician felt perhaps the equipment did not cauterize properly and patient may have possibly started to bleed when device switched to cauterization mode, she also wondered if perhaps the equipment did not coagulate properly so the tissue was not ready to be cut into. Circulating rn says she could not see how the pedals were being controlled so there is a question of possible user error. This is the second event of this type in two months. There was a recall of this device in july 2006. Gyrus is stating that anything manufactured after august should be okay but it seems strange to us that we would have two products malfunctioning in exactly the same way the recall addresses, if they are from the re-released stock. We were able to determine that the first incident involved a device manufactured on 9/20/06. The second device was not retained so we have no way of knowing the manufacture date.